Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed far r oversensing causing inappropriate automatic mode switch on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. There were no patient consequences.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) explanted.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h2, h6.

Manufacturer narrative:
The reported event of far r oversensing was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. Electrical, longevity, and visual analysis was normal with no anomalies found.